Event description:
It was reported that the 9800 system boots up with collimator closed and will not open. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep reseated all connectors and verified collimator operation. System functions as intended.